Event description:
The customer reported that, during a case, the system displayed a communication failure error message and then locked up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All power connections and fuses were reseated. The system was then found to be operating as intended.